Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that on a spectrum pump the operator misprogrammed the infusion during heparin therapy. The drug library (mdl) had not listed the concentration of heparin utilized at the hospital and the nurse had programmed the device to inufuse 25,000 units in 250 ml at a rate of 870 units per hour; however, the bag was (B)(6) units in 500 ml. It was also reported that the infusion ran at the incorrect rate for approximately 3 hours and there was no patient injury. The spectrum pump was re-programmed with the correct information. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.